Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that fenestrated bipolar forceps (fbf) instrument had a damaged conductor wire. The issue was resolved with a backup instrument. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. There were ports placed. There is no patient injury. The procedure was completed robotically with the same system. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis.visual inspection was performed and found no damage to the conductor wire. Additionally, the instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage to the conductor wire. The instrument was visually inspected and evaluated for its electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.